Event description:
It was reported that the intra aortic balloon (iab) was prepped by attaching the one way valve, aspirating the iab while in the tray, and removing the iab from the tray straightly by grasping it closely to the tray. After removing the iab from the tray, it was inserted into the sheath, which was in the pt femoral artery. The iab could not be advanced through the sheath, and as a result the iab and the sheath were removed as one unit. Another 40cc iab was inserted.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.